Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Concomitant medical products: quantity (B)(4), part number 04.016.035s, 8mm ti multiloc prox humeral nail/left/cann/160mm-sterile, lot number 5937461. Implanted: (B)(6) 2016. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: multiloc proximal humeral nail (part: 04.016.035s / lot: 5937461 / quantity: 1).

Manufacturer narrative:
Product investigation summary: part 04.019.005s was returned for investigation. The completed visual incoming inspection showed that, on the tip section the first pitch of the end cap, the thread is damaged. Measurements were taken and compared against the drawings. All were found to be within tolerance. Based on the device history record review and the measurements taken, no manufacturing related failures could be found. As a root cause, it is most likely that, during insertion of the end cap, a wrong angle was applied resulting in the first thread pitch being shaved away. This issue would make further insertion of the implant more difficult. It is suggested that the user always work according to the surgical guide. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and exact age is unknown; reported as in his/her (B)(6). (B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for fracture of lateral epicondyle was conducted on (B)(6) 2016 to apply a multiloc humeral nail system. During the surgery, the surgeon tried to insert the mutiloc end cap into the proximal end of the nail but had some difficulty. The surgeon checked the angle of the insertion and dissected soft tissue to clear the way of possible obstacles, but was still unable to insert it. The surgeon inserted a different sized end cap into the end of the nail and completed the surgery. No patient harm was reported. No surgical delay was reported. This is report 1 of 1 for (B)(4).